Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported she had the device replaced on the day of this call because ¿ they had to re-route it¿. Patient clarified the stim was going to her toes and the toes kept going in and out. She was not aware at the time that stim in her toes could be related to her therapy. She stopped feeling stim sensation where she expected then went into have device checked about 3 weeks ago and they determined stim was going to her toes. She felt stim in her lower part of her vagina after the replacement. There were no further complications that have been reported as a result of this event.